Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also the impedance of the atrial pacing lead was beyond the expected upper range and the impedance trend of the atrial pacing lead was variable.

Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported the right atrial (ra) lead suspected of fracture. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.